Event description:
Device issue: difficult to deploy-thumb advancer, clip mislocation. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, although resistance was met, thumb advancer deployment was completed. After clip deployment, bleeding continued. When the device was removed, it was noticed that the clip deployed in the distal end of the device. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.